Event description:
The per q PICC broke while removing it.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation, as the device has discarded after the event occurred. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.